Manufacturer narrative:
H3: work order search: no similar complaints within associated lots were found. Manufacturer narrative: cataract and secondary intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced cataract formation. Reportedly, "opacification on central crystalline lens." The lens was later removed. Phaco-emulsification and iol implantation were performed. Cause of the event is unknown.